Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code was confirmed. Received on 02-jun-2025, pca device was received unboxed and with paperwork. The unit powered up to error code 352.6640. Internal inspection revealed a faulty force sensor. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the force sensor. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unknow error code. There was no patient involvement.